Event description:
Caller reported experiencing cgm error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, which resolved the issue, allowing them to successfully start their sensor session. It was later confirmed that cgm error reoccured. Cts to replace pump. Customer will continue to use current pump; will rely on alternate method if necessary.